Event description:
The customer's mother called to report that her son's "bg levels were too high" (greater than 250 mg/dl) and that he had small ketones. The report indicated that the pod had initiated an alarm and that blood was seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.